Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
On (B)(6) 2016, variax foot surgery was performed. After the surgery, the plate broke. Revision surgery is planned for (B)(6) 2016.

Manufacturer narrative:
The reported incident that calcaneus mesh plate, medium was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Unfortunately no further detailed information could be obtained. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2016, variax foot surgery was performed. After the surgery, the plate broke. Revision surgery is planned for (B)(6) 2016.